Event description:
It was reported that during a shoulder procedure, the anchor placed into the pt and upon insertion the suture would not tighten. The knob on the device would turn but no tension could be obtained. As the device would not tighten, the surgeon cut the suture and remove it. Due to this event the case was delayed 30 minutes. The anchor was disposed of by the facility. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier and weight were not made available.